Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The treatment and cause of the peritonitis was not reported. The patient was hospitalized for the event. At the time of this report, the patient had not yet recovered from the event. No additional information is available.